Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the pull back portion, after the insertion, the whole piece comes with the product.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the piece coming off with the product is inconclusive because of the state of the returned device. One 18 ga powerglide was returned for evaluation. An initial visual observation of the returned device revealed the device to be completely taken apart. Light use residues were observed along the returned device. The back, clear portion of the device housing was not returned for evaluation, and the needle was not returned for evaluation. The catheter was still attached to the green wings. Very light use residues were observed throughout the returned pieces of the device. A functional test of attempting to remove the catheter from the wings revealed the catheter could easily be removed from the wings. A microscopic observation revealed no device damage along the catheter or guidewire. Nothing remarkable was observed along the returned device pieces. This complaint will be recorded for future trending and monitoring purposes.